Event description:
It was reported that the patient was rear ended in a car accident on 2012 (B)(4) and the leads ¿crossed and they moved.¿ it was noted that a manufacturing representative came on 2012 (B)(4) to see if the implantable neurostimulator (ins) and leads could be revised and it was determined the spinal cord stimulation (scs) could not be revised. However, the ins was left in place and on. It was noted that the manufacturing representative denied involvement. The reporter stated, the patient got a little pain relief from the ins, but not as much as before the car accident. It was noted, the patient had a shocking or jolting sensation. The reporter noted, the patient had the ins on low and had ¿2 channels, when he should have like 200.¿ when the patient bent over, the patient got a shock. If the ins was turned off, the patient did not get shocked. Since it provided some pain relief, the patient usually kept the ins on. The reporter stated that the patient used to have programs for the right alone, left leg alone and both legs together. Since the accident, the patient had not had one of the legs alone and the reporter did not remember if it was the right or left leg that the patient didn¿t have. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient's last visit was on (B)(6) 2012 for a reprogramming. It was noted the patient needed to have the leads revised.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was "no record of damage to the device after it was evaluated after the accident".